Event description:
Brakes unintentionally returning to the neutral position when the bed is moved.

Manufacturer narrative:
The hill-rom field technician adjusted the casters to repair the bed. Mod 373, is a field corrective action, which replaces the brake detent mechanism, and adjusts all four casters of the affinity 4 birthing bed. This failure occurred following the correction of this unit.